Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had alarms when connected to the power module. When she arrived, the alarms read low flow and info was not able to be downloaded from the system controller. The system controller was exchanged and the alarms ceased when connected to the power module and no low flow alarms sounded. The pt reported again that alarms sounded when connected to the power module at any time and she switched to batteries. The vad coordinator was able to reproduce the alarms by manipulating the distal-end of the external driveline near the metal connector. A percutaneous lead repair was completed on (B)(4) 2013.